Manufacturer narrative:
Suspect device received on july 21, 2021. Device evaluation completed on july 30, 2021: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that an area of missing material was found on the posterior aspect of the sal smooth rnd diap 375cc breast implant, measuring approximately 2.5 cm x 2.5 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the rupture, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 375cc mentor smooth round moderate profile saline breast implant experienced right-sided implant deflation postoperatively. As a result, the patient underwent explantation without replacement on (B)(6) 2021.